Event description:
It was reported that bd intima-ii y leaked at septum. On (B)(6), the emergency department administered an IV cannula for surgery in the operating room, where blood was found seeping from the cannula site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review (lot#4258122): 1) the products of this batch were assembled at intima ii auto line 3 in oct 2024 and packaged at cfs package line in oct 2024. Work order quantity was (b)4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed; no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and monitor such defects.

Event description:
No additional information is available.